Manufacturer narrative:
The unit was received with a blank display due to severely corroded battery tube. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to blank display. The unit was received with cracked case on battery tube area. The unit was received with cracked battery tube threads, scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, and peeling end cap address label. There was a severe corrosion on force sensor assembly, motor assembly, all electronic assemblies, and vibrator motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had water in it. The customer noticed water coming out of the crack. The crack was located on the battery side of the insulin pump. The insulin pump was not dropped nor bumped. The infusion set did not show signs of damage. The reservoir did not show signs of damage. The customer's blood glucose level was 7.8 mmol/l. The device was returned for analysis.